Manufacturer narrative:
Physio-control evaluated the device but could not reproduce the reported issue. Physio replaced the battery pins, battery contacts and the battery. Proper device operation was confirmed through functional and performance testing. The device will be returned to the customer. The removed components were evaluated further. It was observed that the battery contacts had some wear signs, but not excessive. The plating on the battery pins was worn through on some spots. The batteries were beyond their recommended service life. All of these findings can contribute to the reported power issue however, a conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device but could not reproduce the reported issue. The device was then returned to physio-control. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device rebooted several times during use. There was patient use associated with the reported event however, no information on the patient outcome or patient details was provided.